Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-mar-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 06-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they were having a problem with ins. Pt clarified that current healthcare provider (hcp) wants to move ins as hcp and rep told pt the "charger" in her back has shifted and the leads are not where they are supposed to be - they have shifted to the middle of her spine, and are laying on her spine so sometimes pt gets "really zapped". Pt said she saw hcp and rep in september, and the hcp thought a combination of scar tissue and losing 60 lbs made the ins stick out, and mentioned if pt loses more weight the ins will keep shifting. Pt also mentioned hcp/rep said this is probably why pt was having a hard time charging. Pss asked charging problem and ins shifting event date, but pt responded that her back started really hurting bad in july (event date: asked, unknown). Pt mentioned the rep r eprogrammed her once after all the problems and the hcp wanted to try the new settings and muscle relaxers to see if that would help. Pt said this got better for a month, but now is bothering her again. Pt said she is wanting to wait until she moves back to (B)(6) in may and goes back to previous (B)(6) hcp to have ins moved.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing associated with the right ventricular lead due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient mentioned that they had lost a significant amount of weight (70 pounds) which could be why the device shifted. The patient also noted that around (B)(6) 2020, they fell three times in two days due to passing out (unrelated to scs, due to medication), and this could have also played a factor in why the device shifted. The patient mentioned that they were in pain, and that they will have another lead implanted so that they can get more relief on their back and legs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.